Manufacturer narrative:
Conclusion: reportedly the recipient had a decrease in hearing performance. According to the received information from the field, in situ measurements show a pair of short circuits since at least 2019. In situ measurements performed in 2020 show six channels involved in two different short circuits. Device investigation could confirm the reported short circuits, which were intermittent. The observed technical failure of the active electrode seems to be the cause for the decrease in hearing performance. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user_s parents noted a sudden worsening in speech discrimination. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned was explanted but has not been received for investigation yet.

Event description:
The users parents noted a sudden worsening in speech discrimination. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents noted a worse speech discrimination.